Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: plate (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
This report is for an unk - screws: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent the high tibial osteotomy surgery for tibial fractures by using non-j&j implants (fixation plate and screws) and the 5-hole-plate and 3.5mm locking screw (syn product) in question. About five (5) months after the surgery, it was confirmed in an x-ray that the plate (non-j&j product) literally implanted and the 3.5mm locking screw (syn product) medially implanted had been broken, and that loss of the bone correction had also been seen. Symptom was confirmed with the patient on the day before the examination. On an unknown date, re-surgery was performed, in which fixation plate and screws (non-j&j product) were implanted for re-fixation. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).